Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to d5, e2, g2 (added health professional), and h10 (device evaluation) information was inadvertently not included on the initial medwatch. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
C23311597 otv-s7proh-hd-12e, sn: (B)(6) investigation result summary: date: (B)(6) 2023 1. Phenomenon : noisy image. 2. Conclusion: conclusion of the phenomenon (1): the root cause of the phenomenon in question could not be identified. <consideration> phenomenon (1): occurrence cause of the indicated phenomenon could not be presumed. The investigation results are shown below. As the result of confirming DHR, it was confirmed that the device was shipped in compliance with the specifications. At repair department, phenomenon (1) was not reproduced. 3. Investigation result 3-1. Evaluation result of the device <raised information> phenomenon (1): noisy image. <confirmation of instruction manual contents> not applicable since it is not a defect caused by user misuse. <confirmation result of actual product> since actual product was not sent to shirakawa factory, it could not be confirmed. Investigation was conducted with complaint information. Phenomenon (1): noisy image. Serial number: (B)(6) (date of manufacture: (B)(4) 2012) as the result of confirming DHR, it was confirmed that the device was shipped in compliance with the specifications. <error log confirmation> not implemented since actual product has not been returned. 3-2. Design record/production record/repair record review <design record> not applicable since it is not a defect caused by design. <production record> as a result of confirming DHR, confirmed that the device was shipped in compliance with specifications. <repair record review> as a result of confirming repair history for past a year from the date of occurrence of the complaint in question, there was no repair history. 3-3. Risk assessment: phenomenon (1): noisy image. Tier classification: tier2 (pae). Universal failure code: chi1003. 3-4. Complaint review: <repair history at same facility> there is no complaint for same or similar event with reported complaint on the same device and at the same facility. As a result of confirming complaint history for past a year from the date of occurrence of the complaint in question, c23213483 was applicable as a complaint for same phenomenon. 6. Summary result of investigation: product analysis: the specifications were not satisfied since the device was damaged. Since the actual product was not sent to shirakawa factory, it could not be confirmed. Investigation was conducted based on the complaint information. Based on the evaluation results, it was found that [noisy image] occurred. Therefore, the product specifications were not satisfied. The defect occurred during periodical inspection. Labelling review: not applicable since it is not a defect caused by user misuse. Review of document history record: as a result of confirming DHR, there was no abnormality leads to defect. Probable cause: phenomenon (1): occurrence cause of the indicated phenomenon could not be presumed. Risk analysis: as a result of risk analysis, it was determined that it is pae (tier2) and there is no new risk. As result of confirming complaint history for past a year from the date of occurrence of the compliant in question, it could be confirmed that increase of probability/severity will not occur. 7. Containment measure is not required. 8. Corrective details CAPA request no. Reason: CAPA is not requested. Reason: none of the perspectives of CAPA request specified in ¿ombs s_8.5.0_g01_001 manage corrective and preventive action¿ are met. 9. Other: [response classification]: final. [Judgement]: not subject to judgement. [Method of handling of the product (reason for judgment)]: actual product was not returned. [Investigator]: (B)(4). [Contact]: extension number: (B)(4), external line: (B)(4), e-mail address: (B)(4). [Translator]: (B)(4).

Event description:
The olympus field service engineer reported (on behalf of the customer) that the hd autoclavable camera head had a noisy image issue. No procedure was involved. The issue was found during customer maintenance and there was no patient harm associated with the event.